Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her meter was left in her purse, which was stolen yesterday when she left it in an ambulance. Customer was transported via ambulance due to a low blood glucose. On (B)(6) 2015, the customer had a low blood glucose of 21 mg/dl. Customer has been experiencing low blood glucose for at least 10 years. Customer was taken to the hospital but not admitted. On (B)(6) 2015, customer stated that her blood glucose was 34 mg/dl. Customer was experiencing a low blood glucose and a seizure-like state. Customer also mentioned that she had a serious injury or hospitalization in (B)(6) 2015 with a blood glucose of 17 mg/dl. Customer had another serious injury or hospitalization in (B)(6) 2015 with a blood glucose of 27 mg/dl. Customer stated that she was at the laundry mat and passed out. The pump passed the displacement test and the customer was advised to speak to her health care professional and to monitor the pump.